Manufacturer narrative:
Product event summary: the 10fcc13 sheath with an unknown lot number was received and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No anomalies were visually found through the inner shaft of the dilator and sheath. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The kgu guidewire was inserted into the dilator and retracted several times without any friction. No complications were found. The performance test with uson leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test with a negative pressure showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, there was an alleged product issue involving dilator obstruction. While attempting to insert the flex catheter sheath over the wire, it would not advance beyond halfway in the sheath. The wire was examined and found to have no kinks or debris. It was also reported that there were issues with a lot of bubbles forming during the aspiration of the sheath after exchange. It was noted that it took multiple aspirations to clear the line or tubing of bubbles compared to other sheaths, describing the bubbles as "champagne-like." Attempts to mitigate the issue by aspirating slower and using smaller syringes did not resolve the problem. It was noted that the problem was not related to the valve, as it had been tested under water, and there was speculation that the flexible tubing design might be a contributing factor. A new flex catheter sheath was then used and was able to track over the wire normally. The case was completed. No patient complications have been reported as a result of this event.